Event description:
It was reported while using bd luer-lok¿ syringe with attached needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: I just opened & uncapped a syringe + needle, and I see the needle is covered with particles of some kind. Prior to opening it, it was stored in its sealed wrapper in the bag I received it in from the pharmacy.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-sep-2023. H.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that needle has visible residues of the lubricant applied to it. It could be possible that a jam occurred at the lubricant application station inducing an excess of lubricant and not detected in the next processes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: I just opened & uncapped a syringe + needle, and I see the needle is covered with particles of some kind. Prior to opening it, it was stored in its sealed wrapper in the bag I received it in from the pharmacy.

Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.